Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer reported that there was an emergency call. The customer also reported that she was unable to rewind the insulin pump. The customer reported that she was not getting insulin due to unable to rewind the insulin pump. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer stated that she was admitted as an inpatient for medical treatment. The customer stated that she was wearing the insulin pump during the emergency call. The insulin pump will not be returned for analysis.